Event description:
Customer reported an error on the device prior to dosing the strip. When inserting the code key, a u70 displayed while code key = 470. Customer attempted to run a test, however received an error again. Control information was no provided. A request was made for return product replacement product was sent.